Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had air bubbles near the reservoir connection. It was also noted that the reservoir had air bubbles. Troubleshooting was performed. The customer did end up in the hospital with blood glucose levels of 400 mg/dl. Nothing further was reported.